Event description:
A consumer reported that the philips sonicare power toothbrush caught fire while charging. No serious injury or property damage was reported, this case is being conservatively reported. It is reasonably possible that this issue could cause injury or damage if it were to reoccur.

Manufacturer narrative:
The event date is approximate. Manufacture date not provided or identifiable.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
Product was not returned to manufacturer for investigation.